Event description:
New information received noted that the rv lead was capped and replaced on 18 may 2026. During the procedure, fluoroscopy was performed noting no gross abnormalities. There were no patient consequences noted post procedure.

Event description:
It was reported that the patient presented for in clinic follow-up. Device interrogation revealed that the right ventricular (rv) lead exhibited loss of capture and high pacing impedance. No intervention was reported. The patient condition was stable.

Manufacturer narrative:
Further information was requested but not received.